Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with two prostyle device using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). The device was replaced with a new prostyle device, however, the same failure occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation a review of the production record for this product was not performed because the lot number was not reported and the product was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.